Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the scan's orientation that was sent to the mobile view station (mvs) and navigation system was flipped. Patient present. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, technical services confirmed with the rep that the orientation was correctly selected on the pendant. Technical services provided the steps to change the orientation on the navigation system or to rescan the patient. The probable cause was noted to be the incorrect orientation button was selected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.